Event description:
It was reported that at 24,128 joules while using the surgical fiber during a prostate procedure, the fiber tip was observed to have become loose. Time expended: 4:43 minutes. The procedure was continued using a second surgical fiber. At 15950 joules while using the second surgical fiber, the fiber was replaced do to the system continually entering into standby mode do to excessive fiberlife messages. Time expended: 3:07 minutes. The procedure was completed using a third surgical fiber. Patient outcome: "ok" - there was no injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-439b-(B)(4): the glass cap within the metal cap is detached and not returned; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone; there is no signs of melting at the location of the fracture; the outer flow tubing open end exhibits scratch marks. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.